Event description:
The thunderbeat was put together correctly on the field and was not functioning. The cord was switched out and it continued to not function. The olympus machine was removed and changed out and it continued to not function. The handpiece was then changed out and the new handpiece was functioning. We believe the issue to be with the original handpiece thunderbeat. The hand piece was saved for review. Manufacturer response for electrosurgical, accessory, handpiece, thunderbeat (per site reporter).====================== per olympus rep, he has the cord that needs to be repaired. Four additional thunderbeat cords have been purchased.